Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "flowrate deviation" "the pump isn´t infusing as scheduled."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The technical complaints were not confirmed because the user did not make the equipment available for the investigation. The documentation regarding the release and approval of the equipment was re-examined and we confirmed that it met all the specified parameters. If the user makes the equipment available in the future, we will reopen the investigation to extract and analyze the usage history, perform the relevant visual analysis and tests. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.